Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded an alert for battery depletion (bd). The device also emitted beeping tones. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and it has been listed for semi-urgent replacement, however, there is no scheduled date at this time. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded an alert for battery depletion (bd). The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device recorded an alert for battery depletion (bd). The device also emitted beeping tones. The timeframe in which the estimated longevity change was observed has not been specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device has been listed for semi-urgent replacement, however, there is no scheduled date at this time. No adverse patient effects. Additional information received advised the physician has elected the device will not be replaced. The patient is stable and will be monitored until the device reaches elective replacement indicator (eri), at that time the device will be programmed off and discharged from remote monitoring. The device remains in service and no adverse patient effects were reported.